Event description:
It was reported that during a surgical procedure at the user facility, the device would continue to run after releasing the trigger. The procedure was completed successfully. There was a slight delay; however, this delay was determined to not be clinically significant. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device would continue to run after releasing the trigger. The procedure was completed successfully. There was a slight delay; however, this delay was determined to not be clinically significant. No adverse consequences or medical intervention were reported.